Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case the surgeon went into registration prior to burring and was unable to complete verification. We tried several trouble shooting¿reseated end effector, removed anspach and replaced, none worked. During verification each time we passed registration it immediately gave a red error of approx 2.7 mm and when the hand piece was rotated, dropped to approx 1.9 mm but still did not pass. We completed a soft reboot using alt prscrn k which cut power to both the guidance module and surgeon monitor. From there we completed 3 hard shut downs with the same result¿black screen with ¿power save mode¿ enabled on guidance module. I then used the provided fiber optic cleaning pen to clean the fiber optic cables and was able to restore power to the monitor but same issue with registration. In addition, I was unable to drop down the menu for the end effector constants¿it was greyed out. At that point we exchanged entire housing including anspach and hd long. It seems the issue was related to the end effector but there is definitely something wrong with the software due to restart issues, immediate jump into verification error and reseating several times of end effector. I have downloaded the log files and will send upon request. Pka case delayed approximately 20 minutes.

Event description:
During the case the surgeon went into registration prior to burring and was unable to complete verification. We tried several trouble shooting¿reseated end effector, removed anspach and replaced, none worked. During verification each time we passed registration it immediately gave a red error of approx 2.7mm and when the hand piece was rotated, dropped to approx 1.9mm but still did not pass. We completed a soft reboot using alt prscrn k which cut power to both the guidance module and surgeon monitor. From there we completed 3 hard shut downs with the same result¿black screen with ¿power save mode¿ enabled on guidance module. I then used the provided fiber optic cleaning pen to clean the fiber optic cables and was able to restore power to the monitor but same issue with registration. In addition, I was unable to drop down the menu for the end effector constants¿it was greyed out. At that point we exchanged entire housing including anspach and hd long. It seems the issue was related to the end effector but there is definitely something wrong with the software due to restart issues, immediate jump into verification error and reseating several times of end effector. I have downloaded the log files and will send upon request. Pka case delayed approximately 20 minutes.

Manufacturer narrative:
Reported event: the event reported that registration of the system would not pass when using a partial knee end effector. A delay of 20mins occurred. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of device history records show that 62 of 63 device were accepted into final stock on 07/12/2016 with no reported discrepancies. Npr- qt16-07-0026 pertained to s/n (B)(4). For logo / marking legibility and the part was dispositioned for scrap on 07/13/2016. This nonconformance was unrelated to the alleged failure. Complaint history review: review of complaints for p/n (B)(4), l/n 19470615 within the trackwise database show no other complaints related to the failure in this complaint. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.